Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "the device was apparently attached to an IV pole that was attached to the stretcher. The nurse was trying to move the stretcher and neglected that the sapphire pump was plugged in to the wall. When she moved the stretcher, the cord was stretched and broke off the prongs which were sticking out in the wall outlet. Delay in therapy: no. Need for medical intervention: no. Human harm: no. "